Event description:
The customer reported that one (1) specific patient sample recovered a platelet (plt) count of 6 without instrument generated flags or messages from the unicel dxh 800 coulter cellular analysis system. The erroneous result was reported out of the laboratory but there was no change or affect to patient treatment in connection with this event. The customer performed a plt slide estimate and stated that the platelet count appeared "normal" with lots of clumping. The customer was asked to clarify what "normal" means and the customer stated that "there was adequate number of platelets". The customer did not provide a numeric platelet estimate from the slide review. No patient diagnosis was provided by the customer.

Manufacturer narrative:
The customer indicated that raw data is no longer available for review as the customer had already purged the database. The customer did not request for service and a beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event.